Event description:
Account complained they have (B)(4) broken instruments. They do not know when or how they broke and no additional information is available. Devices: #352.311 x 1 - the tip is broken; #03.613.001 x 2 - each drill guide has a broken pin; #387.282 x 1 - the handle is broken; #387.284 x 1 - the knob on the handle is broken; #314.131 x 1 - the tip is stripped; #03.605.526 x 1 - the tip of the jaw in broken. The broken piece was discarded. This is 5 of 5 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A device history record review was performed and device met specifications. Placeholder.